Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited black water flowing out of the scope and the forceps port was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the black liquid could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black liquid might have flowed out due to a physical damage of the device. Based on the results of the investigation, the definitive root cause of the issue forceps port was loose could not be determined. However, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.